Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x3.0mm target lesion was located in the seriously tortuous and moderately calcified right coronary artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x3.0mm target lesion was located in the seriously tortuous and moderately calcified right coronary artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent struts were damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.